Event description:
Patient's glucose monitor fs libre was indicating blood glucose of 200, treated as usual with scheduled short acting insulin per sliding scale and mealtime dose. Had a change of mental status and became unarousable. Emts checked glucose on arrival: 23 mg/dl, libre indicated 120 at that time. She required hospitalization x2 days. Replacement device was sent and patient has been checking by fingersticks simultaneously: glucose logs reviewed by me during follow up appointment a week later still show up to 100 point discrepancy between new fs libre and fingerstick: sometimes demonstrating significantly higher or lower reading, at which time usually pt would be intervening with insulin or glucose tablets. We discontinued the device. Above result is capillary glucose obtained by emts on arrival while libre reader was indicating normal glucose of 120 mg/dl. FDA safety report ID # (B)(4).